Event description:
It was reported patient underwent shoulder revision approximately 44 days post implantation due to taper disassociation from baseplate. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): d10: item # 405889, comp rvs 2.7mm dia drl, lot # 67339898. Item # 405883, comp rvs 3.2mm drl, lot # 67405007. Item # 110003484, access 3.2mm thd steinmann 9, lot # 67257664. Item # 110031419, cr prolong 36mm brng +3, lot # 67338871. Item # 113637, comp primary stem 17mm mini, lot # 65218335. Item # 115310, comp rvrs shldr glnsp std 36mm, lot # j7960066. Item # 110031400, mini tray +5mm cocr +0 offset, lot # 67063667. Item # 180551, comp lk scr 3.5hex 4.75x20 st, lot # 67627424. Item # 180558, comp nlk scr 3.5hex 4.75x20 st, lot # 67403907. Item # 180559, comp nlk scr 3.5hex 4.75x25 st, lot # 67422159. Item # 115396, comp rvs cntrl 6.5x30mm st/rst, lot # 67418137. Item # 180550, comp lk scr 3.5hex 4.75x15 st, lot # 67420035. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted